Event description:
In 2009, the patient reported that the infusion device is missing segments in the upper left corner of the display. He stated that the segments have been missing for quite some time but his has not affected his ability to use the infusion device. He stated that the display is not cracked and there are no black spots visible. He stated that the infusion device has not been dropped or exposed to water or electromagnetic equipment. He stated that he is an x-ray technologist but he always wears an apron. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.